Event description:
(B)(6) healthcare is the initial importer of the device which is a power wheelchair. We are awaiting return of the device for evaluation. The end-user was descending a ramp when the seat detached. She fell and was reportedly diagnosed with a concussion and a hairline hip fracture. Rest was prescribed.